Manufacturer narrative:
A qualified service engineer evaluated the system and confirmed the reported problem. The solenoid assembly was cleaned and the spring was adjusted to resolve customer¿s immediate concern. There were no parts replaced. The system has returned to service with no similar issues reported.

Event description:
It was reported the swivel mechanism of the epiq 5g ultrasound system's control panel did not lock properly while transporting the system withing the user facility. The failure occurred outside of clinical use and no patient or user was harmed. The service engineer cleaned the locking mechanism to address the customer's immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.